Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The health care provider reported that the device was not working properly. There was no patient impact.